Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t12162rn. Retains of the complaint when tested with "normal" (apparently healthy) donors produced tni results <0.05ng/ml. Manufacturing batch records for lot t12162rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Urology patient tested on the triage cardiachs three analyte panel produced the following results: ckmb <1.0ng/ml, myo 58.5ng/ml, tni 0.16ng/ml. Repeat test produced: ckmb <1.0ng/ml, myo 58.3ng/ml tni 0.15ng/ml. Patient tested on the beckman access2 produced tni 0.0. Beckman reference range 0.0-0.03. Triage reference range was not provided but customer stated the results of 0.16ng/ml and 0.15ng/ml were positive. No additional information.